Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008: patient underwent the following procedures: decompressive laminectomy, facetectomy and foraminotomy of l4 and l5 with decompressi on of the l4 and l5 nerve roots. Plif (posterior lumbar interbody fusion) at l4-5 using a combination of 12 x 26 mm allograft grafts plus morsellized laminectomy bone and demineralized bone matrix. Posterolateral fusion at l4-5 with rhbmp-2 (bone morphogenetic protein) plus morcellized laminectomy bone and demineralized bone matrix. Bilateral l4-5 pedicle fixation. Preoperative, postoperative diagnosis: intractable mechanical and discogenic low back pain plus right lower extremity pain with right l4 and l5 radiculopathy due to a combination of lumbar stenosis at l4-5 along with degenerative disc disease and degenerative instability at l4-5, with evidence radiographically and at surgery of compression of the right l5 nerve root in the subarticular lateral recess at l4-5 and of the l4 nerve root foramen. Per op-notes: "I used one-half of the remainder of the morcellized laminectomy bone and demineralized bone matrix between the l4 and l5 transverse processes bilaterally and then on the posterior aspect of the transverse processes bilaterally, I laid one-half of a large #2 box of rhbmp-2 in which the collagen sponge that was wrapped around the two bone graft logs of resorbable ceramic granules was soaked in the bone morphogenetic protein, i.e. The bmp. This was now placed over the transverse process of l4 and l5 bilaterally. Following that, I placed the pedicle screws. These were all multiaxial head titaillum pedicle screw manufactured by. The pedicle screws at l4 were 5.5 mm in width x 50 mm in length and at l5, they were 5.5 mm in width x 45 mm in length. They fit well and appeared to be in excellent position on direct inspection as well as on ap and lateral fluoroscopic imaging. " patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.